Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the pump was implanted past the use by date (ubd). The implant date was (B)(6) 2016 and the ubd was (B)(6) 2016. The invoice date was (B)(6) 2015. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.